Manufacturer narrative:
The pod was received fully deployed. Upon initial inspection the top housing was found to be discolored, and evidence of fluid ingress was seen on the printed circuit board (pcb) through the bottom housing. Upon removing the housing, corrosion was found on all three batteries, parts of the hard cannula, and the mechanism rails. Corrosion was also found on the pcb. All attempts to download the returned pods data, was unsuccessful; the pod was attached to a power source in attempt to download the data, which was unsuccessful. The pcb assembly was removed from the pod chassis and attached to a power supply in another attempt to establish connection with the master pdm. The pcb was unable to communicate with the master personal diabetes manager (pdm) and the download data was unable to be retrieved. The three batteries were measured, and the voltage was found to be lower than expected. Without the download data, the cause of the reported needle deploying early could not be determined. The needle mechanism was manually reset to the not deployed state, then manually deployed by rotating the ratchet gear. The needle mechanism deployed as intended. No damages or deficiencies were observed that would result in the needle deploying early. The investigation could not determine the cause of the reported event of the needle deploying early. Due to the corrosion, a leak test and fluid path testing was completed. No leaks or tears were found, the cause of the corrosion could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed the cannula early indicating that there was a needle mechanism failure. The pod was not worn.